Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)

Event description:
It was reported that during preparation for an unspecified procedure, a "plastic piece of tube" was found inside the distal end of the 5fr imager ii angiographic catheter. The physician used a wire to push out the plastic piece from the catheter; however, the catheter was not used during the procedure. No patient complications were reported.

Event description:
It was reported that during preparation for an unspecified procedure, a "plastic piece of tube" was found inside the distal end of the 5fr imager ii angiographic catheter. The physician used a wire to push out the plastic piece from the catheter; however, the catheter was not used during the procedure. No patient complications were reported.

Manufacturer narrative:
Device evaluated by manufacturer: the returned device was received without the reported plastic piece stuck inside the device. A microscopic inspection of the entire length of the device was performed and no damage or irregularities were noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).